Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt "mental changes since her refill 2 days ago". Patient couldn't walk a straight line, had problems driving, and had been saying the wrong words. There was swelling around the pocket site, but there was no pain. A follow-up report will be sent if additional information becomes available.